Event description:
Sensormat was in place under patient and electrical interference noted on telemetry monitor. Manufacturer response for monitor, bed patient, stanley healthcare (per site reporter). Unknown.